Event description:
Procedure: adrenalectomy. According to the reporter: during removal of the specimen, the pouch broke. The specimens and the broken pieces fell into the cavity but were removed from the cavity. No tissue damage was reported and the procedure was completed without further consequences.